Manufacturer narrative:
During the inquiry called in by this customer, they indicated that formula may have been administered through a pic line, though, they would not confirm it. The customer requested articles on the effects of inadvertent IV administration of enteral formulas. Several articles were faxed to the customer. No customer info was given. The device in question was not returned to novartis for eval. The customer did not indicate a product malfunction. Enteral feeding formulas are medical foods and intended for use under medical supervision. Multiple actions have been taken to prevent our administration sets from being used with a PICC line. The formula bottle labels are clearly labeled as not for parenteral use. The formula bottles are marked on the shoulder near where the bottle is spiked as not for IV use. The packaging of the administration sets clearly indicates that it is for enteral use only and not for IV use. The tubing also contains a warning tag near the outlet adapter that the set should not be used for IV administration. The outlet adapter on the set has a unique design making placement difficult except for its intended purpose. The spike port on the bottle is much larger than a spike port for an IV, another indicator for the customer to show that it is not intended for IV use. Novartis does not manufacture or sell IV sets or IV pumps.